Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 15615765.

Event description:
It was reported that the patients ipg would not charge and power up and experienced loss of stimulation. It was also noted that the paddle lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the facility.